Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported intracapsular rupture diagnosed by MRI and capsular contracture baker grade IV. The device has been explanted. This record is for left side.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by MRI and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red encapsulation observed on the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6

Event description:
Healthcare professional reported intracapsular rupture diagnosed by MRI and capsular contracture baker grade IV. The device has been explanted. This record is for left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed on the surface of the shell. Non penetrating nicks observed. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by MRI and capsular contracture baker grade IV. The device has been explanted.